Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.

Event description:
It was reported that the physician elected to remove the device during a scheduled lead replacement. It was also reported the "device went haywire". The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular defibrillation lead was fractured. The physician elected to remove the device in the same procedure. The patient stated that "in the end both the lead and the device went haywire". The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.